Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touch screen was unresponsive. Reportedly, the customer was unable to toggle between the abc/123 pad to enter the transmitter ID. Tandem technical support instructed the customer to perform a pump reset. After the reset, the customer was able to input transmitter ID. There was no information provided regarding the customer's blood glucose level.